Event description:
A malfunction alarm was reported. It was confirmed that the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To address the issue, technical support arranged for a replacement pump to be sent. The customer was advised to reach out to their healthcare provider regarding a backup method of insulin therapy.